Event description:
It was reported that the universal surgical manipulator 2 exhibited error 31226. The field service engineer also noted that the bumper and the fiber optic cable required replacement. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, clock-spring, parallelogram, and rolling loop fibers assemblies were inspected, but no faults could be identified.